Event description:
The customer reported to beckman coulter (bec) that the hemoglobin (hgb) and mean corpuscular hemoglobin concentration (mchc) results were recovering low on the coulter lh 750 analyzer on over 100 patient samples from the day¿s run. Instrument printouts demonstrating this issue were requested from the customer, but were not provided. At this point, the instrument flagging is unknown. The customer stated the low results were reported out of the laboratory. It is unknown if there was any death, injury, or effect to patient treatment, as the customer reporting the issue was not able to provide additional information. The customer indicated that their back-up lh 750 instrument (sn (B)(4)) was also experiencing the same intermittent issue. This MDR is to report the event occurred on lh570 analyzer, serial number (B)(4). An MDR 1061932-2013-01480 is being submitted to report the event involving a back-up, lh 750, analyzer, serial number (B)(4).

Manufacturer narrative:
Controls were run before the incident and were within specifications. Controls were not run after the event. Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse observed that the mean corpuscular hemoglobin concentration (mchc) was running low and red blood count (rbc) was running high on controls. The fse removed and cleaned the blood sampling valve (bsv) using a 20% bleach solution, replaced the actuators for valve vl6 and 12c and cleaned the three shear valves. The fse also cleaned the white blood cell (wbc) and red blood cell (rbc) baths using a 50% bleach solution. The probe wipe assembly was cleaned and rinse cup realigned.the fse indicated that the bsv was the main reason for the erroneous results. The other service was performed as a preventive measure. The fse completed a mode to mode between the two analyzers using random patient samples with acceptable results. Failure mode was attributed to the bsv that needed to be cleaned.